Event description:
It was reported that during generator change procedure due to normal eri, externalized conductors were observed on the right ventricular lead trough chest x-ray. The electrical function of the lead was stable. The lead was left implanted and connected to the new ICD. The patient was in stable condition before, during and after the procedure.